Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user requested help to locate an item. A technical support specialist (tss) checked the medbank myqlink and confirmed the item¿s location and reported that when spoke with the customer, verified that although the item had been issued twice, no doors or drawers were opened meaning it was never actually issued. Then the tss advised the customer to perform a cycle count to correct inventory and later followed up and confirmed that the item had been located and the issue was resolved. The system functioned as intended after the technical support specialist verified the issue.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 user requested assistance in locating an item. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.